Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 869mg/dl. It was stated that the customer's blood glucose was treated with the insulin pump and manual injections. The programming, time, and date on the insulin pump were correct. The customer did not have another infusion set to continue troubleshooting the insulin pump. No further info was provided.